Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. Jandali, s, wu, lc, vega, sj, kovach, sj, serletti, jm. 1000 consecutive venous anastomoses using the microvascular anastomotic coupler in breast reconstruction. J plast reconstr surg. 2010; 125 (3) :792-798. D4: model # gem2754.

Event description:
The attached journal article is a retrospective review of 1000 consecutive breast reconstruction venous anastomoses cases which were performed using the micro vascular anastomotic coupler between july 2002 and july 2008. Overall, there were 6 instances of venous thrombosis (0.6%). The fifth venous thrombosis occurred late on post-op day 10. Pt was not taken back to the operating room and the event resulted in partial flap necrosis. Same problem and journal article source as the following manufacturer report numbers, but separate pts and events: 2183620-2010-00020, 2183620-2010-00021, 2183620-2010-00022, 2183620-2010-00023, 2183620-2010-00025.